Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during the trial, the patient was experiencing pain at the lead insertion site. Symptoms of fever and swelling were noted with the presence of abscess per MRI (magnetic resonance imaging) confirmation. The patient underwent a lead removal. The patient was admitted to the hospital and was placed on antibiotics. The plan was for the patient to be sent home with PICC (peripherally inserted central catheter) line. The removed leads were discarded and the patient was expected to fully recover.